Event description:
It was reported that the patient presented remotely via merlin.net. Upon review, it was found that patient's implantable cardioverter defibrillator (ICD) delayed defibrillation therapy during ventricular fibrillation (vf) episodes. Under sensing was also noted. Programming changes were made. There were no patient consequences.